Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at a dose of 5 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had skin erosion at the catheter access port (cap). There were no known environmental/external/patient factors that may have led or contributed to the event. As an action/intervention the eroding tissue was excised with a pocket revision. The issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.